Event description:
In 5/2003 the user facility informed the MFR's rep of the following. In 2003 on routine flushing, blue lumen revealed puddling of fluid at exit site. Device catheter removed, a small puncture observed 13cm from cuff. Puncture hard to see, could see better during flushing.